Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device phk021 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse consequences to the patient due to suture breakage issue intra -op? If yes, what medical/surgical intervention was provided. Is the patient undergoing repeat debridement procedure on (B)(6) 2020 for the same ankle? If yes, explain the reason why it was necessary and if it was related suture deficiency/non-conformance,describe the defect noted. Patient's current condition.

Event description:
It was reported that the patient underwent right ankle debridement on an unknown date and suture was used. The suture was opened and when the doctor wanted to knot the suture, it broke off. The procedure was completed with a different device. The procedure was completed successfully. It was reported that the patient is undergoing repeat debridement procedure on (B)(6) 2020 for the same ankle there were no adverse patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 05/05/2020. Additional information was requested, and the following was obtained: were there any adverse consequences to the patient due to suture breakage issue intra -op? If yes, what medical/surgical intervention was provided. --breakage of suture cause time as doctor had to start suturing from beginning again as well wait on the time for nurses to open up suture in sterile field. No extra intervention like x ray's was needed. Is the patient undergoing repeat debridement procedure on (B)(6) 2020 for the same ankle? If yes, explain the reason why it was necessary and if it was related suture deficiency/non-conformance,describe the defect noted. ---the need for doctor bringing the lady back for another debridement is due to the wound it self. Fulld details was not available. Patient's current condition. Please inform if product is available and being returned for evaluation. - they discarded the needle before I got to hospital to pick up the device. They just used a different size in needle to finish the operation.